Event description:
Two days after pci, the pt died. Pci was performed on this pt who was hospitalized due to an anterior wall infarction. Cag was conducted and uap was observed, the de novo lesion in the mid left anterior descending artery was 41mm in length in a 3.0mm vessel diameter. The (type c) concentric lesion was characterized with heavy calcification. The procedure was an elective case. Pre-procedure medications included asa 100mg/day. Intra-procedure medications included aspirin 100mg/day, heparin 8000 units and ticlopidine hydrochloride 200mg/day. Pre-dilation was conducted with a 3.0x13mm balloon at 14atm for 30 seconds. The first cypher, 3.0x28mm was implanted distally at 16atm for 60 seconds. The second cypher, 3.0x13mm, was implanted at 16 atm for 60 seconds proximal to the first cypher. They were not overlapping, but placed without gap. Post-dilation was not conducted.